Event description:
It was reported by svc report that the weld was broken at the pt right siderail knuckle lock spindle and the siderail will not latch in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: knuckle lock spindle. Conclusion: replacing under warranty.